Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female"), heavy menstrual bleeding ("haemorrhagic periods"), electric shock ("electric shock"), back pain ("lower back pain"), hypersensitivity ("hypersensitivity"), arthralgia ("joint pain"), pruritus ("itching in the abdominal area") and disturbance in attention ("impaired concentration") in a female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion hospitalisation), heavy menstrual bleeding (seriousness criterion hospitalisation), electric shock (seriousness criterion hospitalisation), back pain (seriousness criterion hospitalisation), hypersensitivity (seriousness criterion hospitalisation), arthralgia (seriousness criterion hospitalisation), pruritus (seriousness criterion hospitalisation), disturbance in attention (seriousness criterion hospitalisation), tinnitus ("whistling in the ears"), dry eye ("dry eyes"), immunodeficiency ("suppressed immune system"), abdominal distension ("bloating"), insomnia ("insomnia") and anxiety ("anxiety attacks"). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain, heavy menstrual bleeding, electric shock, back pain, hypersensitivity, arthralgia, pruritus and disturbance in attention had resolved. The outcomes for tinnitus, dry eye, immunodeficiency, abdominal distension, insomnia and anxiety were unknown. The reporter considered abdominal distension, anxiety, arthralgia, back pain, disturbance in attention, dry eye, electric shock, heavy menstrual bleeding, hypersensitivity, immunodeficiency, insomnia, pelvic pain, pruritus and tinnitus to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-sep-2024: quality safety evaluation of product technical complaint. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female"), heavy menstrual bleeding ("haemorrhagic periods"), electric shock ("electric shock"), back pain ("lower back pain"), hypersensitivity ("hypersensitivity"), arthralgia ("joint pain"), pruritus ("itching in the abdominal area") and disturbance in attention ("impaired concentration") in a female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion hospitalisation), heavy menstrual bleeding (seriousness criterion hospitalisation), electric shock (seriousness criterion hospitalisation), back pain (seriousness criterion hospitalisation), hypersensitivity (seriousness criterion hospitalisation), arthralgia (seriousness criterion hospitalisation), pruritus (seriousness criterion hospitalisation), disturbance in attention (seriousness criterion hospitalisation), tinnitus ("whistling in the ears"), dry eye ("dry eyes"), immunodeficiency ("suppressed immune system"), abdominal distension ("bloating"), insomnia ("insomnia") and anxiety ("anxiety attacks"). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain, heavy menstrual bleeding, electric shock, back pain, hypersensitivity, arthralgia, pruritus and disturbance in attention had resolved. The outcomes for tinnitus, dry eye, immunodeficiency, abdominal distension, insomnia and anxiety were unknown. The reporter considered abdominal distension, anxiety, arthralgia, back pain, disturbance in attention, dry eye, electric shock, heavy menstrual bleeding, hypersensitivity, immunodeficiency, insomnia, pelvic pain, pruritus and tinnitus to be related to essure administration. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.